Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/29/2021. H.6. Investigation: customer returned (4) 1/2cc, 12.7mm, 29g syringes in an open poly bag from lot # 1046963. Customer states that the user could not pull the plunger rod because the barrel was bowed and the resistance was strong. All returned syringes were examined and all exhibited a crushed barrel near the flange that could interfere with the movement of the plunger rod. A review of the device history record was completed for batch# 1046963. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause: maintenance dispatch (l2l) was reviewed, and l2l was created for damaged barrels by the flange. A missing air jet at the dead block of the assembly prep dial was the source of the issue. No root cause as to why the air jet was missing.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needles had plunger difficult to move issues. The following information was provided by the initial reporter : the user could not pull the plunger rod because the barrel was bowed and the resistance was strong.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needles had plunger difficult to move issues. The following information was provided by the initial reporter : the user could not pull the plunger rod because the barrel was bowed and the resistance was strong.